Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that the sleeves were too soft, they collapsed, preventing irrigation and causing the anterior chamber to collapse during cataract surgery (with intra ocular lens implantation). Another sleeve was used to complete the procedure. There was no impact to the female elderly patient.

Manufacturer narrative:
Only two opened 0.9 ultra infusion sleeves were returned in unknown pouch. Both sleeves were visually inspected, and no abnormality like deformation or damage was observed on them. There was no abnormality of sleeve material if comparing with lab stock sleeve. The infusion sleeves, and lab stocks of test chamber and tip were installed on the sentry handpiece and performed irrigation free flow / irrigation off test using the console software. The products passed tuning and the irrigation flow rate with handpiece. No twisting or loose fit occurred during testing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.